Event description:
During an open procedure, the doctor indicated that following a routine ablation on the left side of the patient, the lhp2 appeared to have damaged the p.v. The case was completed after repairing the p.v. There was no clinical consequence to the patient. Both the generator and the instrument will be returned for evaluation.

Manufacturer narrative:
The instruments were evaluated upon their return. Our evaluation revealed nothing that could have contributed to this event. We also reviewed the lot records for this batch to determine if any deviations were permitted that may have caused or contributed to this event and none were noted.